Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2008 that an enteral feeding - right angle feeding set was used (patient gender, age and weight are unknown). According to the complainant, "during unpacking, it was found that cap of the device was detached from the port". The procedure was completed with a second enteral feeding - right angle feeding set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device found that the connector between the y-port body and the cap of the rx port had torn in two at the y-port body. The customer complaint was confirmed. The cause of the reported malfunction is undetermined.bsc reference a00121110 / 806975